Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is defective. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a v60 and the touchscreen is having issues per respiratory. Biomed was able to get it to work fine, but he stated he needed to press the touchscreen harder. The rse recommended replacing the touchscreen and provided parts ID. Per good faith effort response, the customer performed calibration to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.